Event description:
The service center was informed by the gastroenterology technician at the user facility that a customer ultrasonic gastrovidescope had "channel damage" during an unspecified therapeutic procedure. No patient injury, infection or harm was reported to olympus. The scope was returned for service; upon inspection and testing, the pink colored rubber coating from the distal end probe was found to have a deep cut.

Manufacturer narrative:
The service evaluation could not confirm the customer's reported "channel damage" however, the pink colored rubber coating on the probe unit has a deep cut. Additionally, there is excessive corrosions on ultrasound connector and a buckle/kink on the insertion tube. The ultrasound image has 30plus broken fibers and the up/down control knobs have low tension. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the deep cut on the pink colored rubber coating of the probe unit could not be identified. However, it is possible that the cause was related to an external force that was applied to the part. Per the legal manufacturer's instructions for use: -inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.